Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was not returned for evaluation and medical records were provided. Filter tilt, filter limb perforation and unintended movement was confirmed for the device. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500f. Vena cava filter allegedly experienced malposition of device, unintended movement, and patient device interaction problem. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is (B)(6) years old, male and (B)(6) lbs.